Event description:
It was reported, the patient had an interrogation and it was found that there was an atrial lead warning from april. The diagnostics also showed that there had been high impedance paces in the past. However, at the day of the patient's follow-up, the lead's impedance was in range and everything with the lead looked good. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 409258 implantable pacing lead implanted: 2002 (B)(6). (B)(4).